Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer has been provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device displayed a blank screen, illuminated its service led and would not complete its boot up cycle during initial power on. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device displayed a blank screen, illuminated its service led and would not complete its boot up cycle during initial power on. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control product analysis center (pac) further evaluated the customer's device and observed that the device displayed a white screen. Physio determined that the cause of the reported issue was due to a cracked/shorted shorted capacitor, c181, on the user interface pcb assembly, which prevented the device from completing its boot up cycle and display a white screen.